Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The pulse generator exhibited oversensing far r waves on the atrial lead. Programming changes were suggested.